Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During interrogation, it was noted that there was right ventricular over-sensing on the implantable cardioverter defibrillator (ICD). This was caused due to myopotential oversensing. Programming changes were made to the device which resolved the issue. The patient was in stable condition.